Event description:
It was reported that, "patient complained of knee pain. Patient was booked for a revision knee. Implants were found to be well fixed. Insert was changed to a 13mm ts triathlon insert to add increased stability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.